Manufacturer narrative:
On (B)(6) 2017 lumenis received new information from the user facility. A lumenis healthcare professional evaluated the reported event details concluding the reported treatment settings were appropriate based on common medical practice, device labeling, and device training for the reported patient skin type. Additionally, the professional stated, "blisters may be due to preforming laser hair removal over recent sun exposed area or in the clinician is not using enough pressure during the procedure." The professional concluded the root cause of the reported event to be operator error.

Manufacturer narrative:
Lumenis contacted the foreign user facility through its foreign subsidiary to investigate the reported event, however no additional information was provided other than the initial report. An examination of the subject device by a lumenis engineer concluded the subject device operated within manufacturer specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. While the information received to date does not confirm that a serious injury had occurred, in an abundance of caution lumenis has chosen to report this event. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
During a service call, a foreign user facility reported to a lumenis service engineer that one (1) patient had sustained a burn of unknown severity to an unknown anatomical area following treatment with a lightsheer et laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.